Manufacturer narrative:
Investigation: four photos were received in the columbus plant for evaluation. They show the barrel label confirming the lot# 7206569. The photos show what appears embedded foreign matter in the barrel. The foreign matter is mainly located towards the bottom part of the syringe. There is also smaller sizes of similar foreign matter in the luer area. From the photo we can confirm foreign matter is present; however, we can't confirm what it is. When the samples are received; they will be sent to a lab for analysis and this report will be updated with the test results report. One of the inspections performed while manufacturing this batch documented finding a barrel with embedded fm. On (B)(6) 2018 four (4) photos were provided. They show the barrel label confirming the lot# 7206569. The photos show what appears embedded fm in the barrel. The fm is mainly located towards the bottom part of the syringe; there is also smaller size of similar fm in the luer area. Dc dchu received (2) 5ml saline syringes from lot # 7206569. As per request, the samples were investigated and both were found to have dark material embedded in the barrel, not making contact with the saline solution. This material was found to be soft and rubbery. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of chlorinated polyethylene mixed with polypropylene. The molding barrel accumulator, rail conveyors and the packaging area were cleared by scrapping all components and the syringes. Also a stat sampling was performed and passed with zero found.

Event description:
It was reported during use of the bd posiflush¿ sp there is a foreign matter in the syringe barrel and tip. It is stated that ¿there's a feeling that it is not smooth when touched, and it is not a foreign object floating in the syringe.¿ there was no report of injury or medical intervention.